Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification received on (B)(6)2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45, prewarm flow outside acceptable limits, flow=2513. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification received on 21jun2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45, prewarm flow outside acceptable limits, flow=2513. Performed 2000 preventive maintenance service on the unit. Per sample evaluation results on 16nov2023, it was reported that the audible noise from circulation pump that was noticed during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. It was noted that the unit failed initial test. Error 45; prewarm flow outside acceptable limits; flow=2513. Replaced flow meter as part of the 2k pm. Flow meter replacement resolved the flow issue. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.